Manufacturer narrative:
(B)(4)

Event description:
Certified diabetes educator contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The certified diabetes educator did not report injury or medical intervention. No additional patient or event information is available.